Manufacturer narrative:
The reason for this revision surgery was to remedy joint instability and pain after 3.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material report associated with this product. A review of the product complaint report shows this is the sixth complaint for this part number: three due to infection, one due to pain, and two for instability. This is the first complaint for this lot number. The root cause for the instability and pain was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability and pain.